Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the needle was broken and blackened. The complaint was consistent with the reported event of broken needle. It is most likely that a peak of voltage could have caused the failures noted or if the device was not fully retract when it was inserted into the scope. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the needle broke off and was stuck in the tissue. Reportedly, the physician was able to successfully remove the detached needle. The procedure was completed using the original device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the needle broke off and was stuck in the tissue. Reportedly, the physician was able to successfully remove the detached needle. The procedure was completed using the original device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.